Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when aspirating the faradrive, excessive air was coming out of it. The valve did not seem to close properly. The troubleshooting steps included trying to aspirate both with the valve covered and uncovered, with and without the catheter in, but air was still coming out. The valve seemed to have damaged at some point during the transseptal puncture. Farawave (31mm) and faradrive dilator were inside the sheath prior to, and/or at the time, the air was observed. Pump was used for the irrigation of sheath. Bubbles were observed in the flushing line during aspiration with a syringe. The guidewire was inside the farawave catheter, just at the tip of it. No other issue has been reported. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when aspirating the faradrive, excessive air was coming out of it. The valve did not seem to close properly. The troubleshooting steps included trying to aspirate both with the valve covered and uncovered, with and without the catheter in, but air was still coming out. The valve seemed to have damaged at some point during the transseptal puncture. Farawave (31mm) and faradrive dilator were inside the sheath prior to, and/or at the time, the air was observed. Pump was used for the irrigation of sheath. Bubbles were observed in the flushing line during aspiration with a syringe. The guidewire was inside the farawave catheter, just at the tip of it. No other issue has been reported. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.